Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ extension set, 3 bonded maxzero¿ needle-free connectors clogged. The following information was provided by the initial reporter: lumen with blue clamp of trifurcate tubing will not flush.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing will not flush could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9270 lot number 21105555 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxzero¿ extension set, 3 bonded maxzero¿ needle-free connectors clogged. The following information was provided by the initial reporter: lumen with blue clamp of trifurcate tubing will not flush.